Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "during cementing of the patella, the patella clamp was tightened down on to the patella, the cement cap piece snapped off and fell to the floor. Surgery was completed as planned using another item."